Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer also mentioned that they had issues calibrating. Customer's blood glucose was 542mg/dl, treated with insulin pump and manual injections. Advised customer that she first needs to make sure she cleared the alarm. Advised the customer the sensor will not calibrate anything above 400mg/dl. Customer declined troubleshooting for high blood glucose. Customer is currently taking medication that is causing her blood glucose to rise.